Event description:
Severe allergy to mastisol adhesive. Got second degree blistering burns in spite of preop "test spot." Dose or amount: topical adhesive. Frequency once. Reason for use: post op to keep steri strip in place.